Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure. According to the complainant, while preparing for the case, the generator failed to turn on. The procedure was completed with another rf 3000 radiofrequency generator.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure. According to the complainant, while preparing for the case, the generator failed to turn on. The procedure was completed with another rf 3000 radiofrequency generator.

Manufacturer narrative:
A visual examination of the returned device found that the tamper proof seal was not present. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. The condition of the returned incident device showed no evidence of the alleged issue. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).

Manufacturer narrative:
Patient age unknown. However, patient (B)(6) old. The reported serial number could not be matched to the reported device. Therefore, the device manufacture date is unknown at this time. (B)(4).

Event description:
Additional information: the rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be satisfactory.